Event description:
Blood glucose results of 235 and 184 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt also reported a dark smudge on the display which did not seem to interfere with the results. This smudge was, most likely, due to trauma. No further info reported.